Event description:
The sales rep reported that during a finger repair that two of her micro quick anchor plus with orthocord would not deploy into the bone. The surgeon attempted two times in the same bone hole but neither anchor would go fully into the bone. The surgeon removed the anchors each time leaving neither in the patient. The surgeon completed the procedure without any anchor by suturing the soft tissue to complete the fixation. The sales rep confirmed there were no patient consequences but the procedure was delayed by 15 minutes. The sales rep reported that the surgeon was satisfied with the fixation but would have preferred to have used an anchor. The sales rep reported that the bone quality was average. See associated medwatch # 1221934-2015-00889.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint from the same surgical procedure for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be improper preparation of the bone hole. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.